Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was carried out by our field service engineer (fse). It was reported that the ventilator generated technical error codes indicating a power error. The fse could reproduce the problem during the investigation. The investigation found that the dc/dc & standard connectors printed circuit board (pcb) and monitoring pcb were defective. The customer choose not to repair the ventilator. . The conclusion is that the reported technical error code was due to defective pcbs. However, the device logs and the defective parts were not received for further investigation.